Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The third party service agent replaced the quik-combo therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio to report an "abnormal shock fault" with their device. It was later confirmed by a third party service agent that the quik-combo therapy cable being used with the customer's device was the cause of the reported issue. As a result, defibrillation shocks may not be effective with this cable if they were necessary, which could delay or prevent therapy. There were no reports of patient use associated with the reported event.